Event description:
It was reported while using bd vacutainer® no additive (z) tubes, foreign matter was seen inside of 10 tubes resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® no additive (z) tubes, foreign matter was seen inside of 10 tubes resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, a total of 30 retained samples were subjected to a visual inspection, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.